Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1mg/ml at 0.0480 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient presented to the clinic on (B)(6) 2024 with swelling of the abdomen around their pump. It was determined that the patient had a hematoma in the pump pocket. It was unknown if there were external factors and unknown if diagnostics/troubleshooting were performed. Surgical intervention occurred on (B)(6) 2024 and it was repaired during this. The patient was in the clinic today for their post-op appointment and they will have another post-op appointment with the implanting doctor on (B)(6) 2024. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the patient was evaluated in the clinic in the afternoon to assess whether the issue is resolved. The rep will follow up with the hcp next week for additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.